Event description:
It was reported that the physician was not able to power on his vns dell x50 handheld computer. Troubleshooting performed by a manufacturer representative found that the issue appears to be due to a faulty serial adapter cable that was preventing proper charging of the handheld computer. The programming system was used with a known good serial adapter cable and was able to charge without issue. The anomaly is believed to be due to normal device use and no mishandling is suspected. The faulty serial adapter cord is currently being returned but has not been received to date.

Event description:
The faulty serial cable adapter has been returned and undergone analysis. Analysis confirmed an intermittent conductor in the power supply portion resulting the issue as noted by the manufacturer representative during troubleshooting. The cause of the break in the cable is unknown.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.